Manufacturer narrative:
Unique device identifier (UDI) is unavailable. Device manufacture date is unavailable. No parts have been received by the manufacturer for evaluation.

Event description:
A manufacturer representative reported that, while in a spinal fusion, the imaging system image acquisitions had a poor resolution. It was noted that there were no artifacts in the image acquisition and that the site opted to complete the procedure with the images. It was noted that rad/gain calibrations did not restore functionality. There was no reported delay to the procedure due to this issue. There was no reported impact on patient outcome. No additional information was provided.

Manufacturer narrative:
Additional information: UDI number and device manufacture date has been received and the fields updated accordingly.